Event description:
It was reported that they have experienced low flow with the last three patients they tried to use arctic sun device on, and. Currently flow rate (fr) was 0.2lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 76 percentage. Adult patient with 4 pads. Conditioning valve 0. Pump hours were 744.1 and system hours were 839.1. Asked nurse to remove the fluid delivery line (fdl). Inlet pressure (ip) was dropped to -0.1psi. Replaced fluid delivery line (fdl). Inlet pressure (ip) went back to -7.0psi, but flow remained low. Stopped therapy. Emptied and disconnected the pads. Started manual mode. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 66 percentage. Suggested sending device to biomed for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. Currently flow rate (fr) was 0.2lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 76 percentage. Adult patient with 4 pads. Conditioning valve 0. Pump hours were 744.1 and system hours were 839.1. Asked nurse to remove the fluid delivery line (fdl). Inlet pressure (ip) was dropped to -0.1psi. Replaced fluid delivery line (fdl). Inlet pressure (ip) went back to -7.0psi, but flow remained low. Stopped therapy. Emptied and disconnected the pads. Started manual mode. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 66 percentage. Suggested sending device to biomed for inspection. Per additional information, biomed stated they were previously troubleshooting alert 41 (low internal flow) with tech support. They hung up to retrieve the shunt tube. Per review of wo, it was determined that device could have a failed flow meter. The biomed did not have a shunt tube to verify. Circulation pump command (cpc) was 47%, inlet pressure (ip) was -7.0, flow rate (fr) was 0.2. Biomed will order and replace flow meter after using shunt tube to verify. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have experienced low flow with the last three patients they tried to use arctic sun device on. Currently flow rate (fr) was 0.2lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 76 percentage. Adult patient with 4 pads. Conditioning valve 0. Pump hours were 744.1 and system hours were 839.1. Asked nurse to remove the fluid delivery line (fdl). Inlet pressure (ip) was dropped to -0.1psi. Replaced fluid delivery line (fdl). Inlet pressure (ip) went back to -7.0psi, but flow remained low. Stopped therapy. Emptied and disconnected the pads. Started manual mode. Flow rate (fr) was 0.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 66 percentage. Suggested sending device to biomed for inspection. Per additional information updated from ttm on 23jul2025, biomed stated they were previously troubleshooting alert 41 (low internal flow) with tech support. They hung up to retrieve the shunt tube. They were unsure who they spoke to and was transferred from customer support previously. Per review of wo notes on 23jul2025, it was determined that device could have a failed flow meter. The biomed did not have a shunt tube to verify. Circulation pump command (cpc) was 47%, inlet pressure (ip) was -7.0, flow rate (fr) was 0.2. Biomed will order and replace flow meter after using shunt tube to verify.